Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was too difficult to use. The pt tests her blood glucose 4 or more times a day. She takes self-adjusted insulin (unk type). The pt indicated that the alleged issue started on the day before, at an unk time. She did not take any actions related to diabetes treatment as a result of the alleged issue. At an unspecified time after the issue began, the pt developed symptoms of shakiness. Her blood glucose was also tested on an ER/hosp meter and a result of "53 mg/dl" was obtained. It is not clear as to when the pt was tested on the ER/hosp meter. The pt denied receiving medical treatment. It would have been helpful to know the following info: if the pt was able to test her blood glucose before and after the symptoms developed, when the result of "53 mg/dl" was obtained, and what date/time the symptoms started. In addition, it would have been helpful to know the details of the pt's diabetes management regimen, what actions the pt took before and after the symptoms developed, adn wat was difficult in regards to using the meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. It is not clear if the pt was able to test with the meter before developing the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will eval them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.